Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report dv monopolar instrument was not recognized with vio dv. The bipolar instrument and handpiece monopolar device was recognized normally and could be used, but the only dv monopolar instrument could not be used. Site had already done power cycle the vio dv, replaced the energy cord, instrument and reseated the cable to other monopolar port, but the problem persisted. The customer was using external device for monopolar output. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection there were issues found that would be related to the report event. The integrated electrosurgical unit (iesu). Was tested using system, the iesu energized shows error m-0b-56 on the neutral electrode contact. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to errors on the defective generator. Intuitive followed up and confirmed that the patient information was not able to be provided.

Event description:
Refer to h11 for follow-up information.